Manufacturer narrative:
The reported event was unconfirmed as the sample was inspected and no abnormalities observed on the returned sample. A potential root cause for this failure mode could be, ¿low a & b slurry calcium concentration¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use: the device is intended for single use only and is not reusable. Insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the balloon of the foley catheter was difficult to inflate during a pretest. Per follow up via jeongmi on 13oct2020, there was an indentation on the catheter shaft approximately 12.5 cm from the tip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to inflate during a pretest. Per follow up via (B)(6) on (B)(6) 2020, there was an indentation on the catheter shaft approximately 12.5 cm from the tip.